Event description:
Medtronic received a report that a pipeline encountered resistance during delivery and retrieval. The patient was undergoing surgery for a minimally invasive neuro interventional surgery, flow-diverting stent implantation fusiform, unruptured aneurysm with a max diameter of 6.3mm and a 5.9mm neck diameter. The femoral artery was the access vessel with a 5.1mm vessel diameter. The landing zone was 2.8mm distally and 2.3mm proximally. It was noted the patient's vessel tortuosity was moderate. The pru level was in normal value range and the angiographic result post procedure demonstrated that no bleeding or ischemic events occurred. Dual antiplatelet therapy (dapt) was administered. It was reported that the patient had a dissecting aneurysm in the m1 segment of the left middle cerebral artery. Using standard technique, the femoral artery was punctured and a sheath was placed. Under coaxial guidance of a 0.035-inch hydrophilic guidewire and a 125cm multipurpose angiographic catheter, the neuron max was successfully advanced to the c3 segment of the ipsilateral internal carotid artery. A 6f ton-bridge medical silver snake catheter was then further advanced to the cavernous segment. Under guidance of a synchro guidewire, the phenom 27 was successfully advanced to the m2 segment of the middle cerebral artery. Based on the 3d measurements, a ped shield shield-300-20 was selected and prepared for delivery after hydration. Everything was initially smooth; however, when the ped shield-300-20 approached the distal end, or tip end of the phenom 27 catheter, there was marked resistance during stent delivery, making further advancement impossible. Resistance was also felt during attempted retrieval. The pipeline became stuck at the distal section of the catheter. The physician released the load (slack) in the system in an attempt to resolve the issue. There was no damage to the catheter or push wire during the process. In other words, the stent could neither be advanced nor repositioned by withdrawal because of significant friction with the phenom 27. Therefore, the ped shield-300-20 and the phenom 27 ultimately had to be removed together from the patient's body. A new phenom 27 was opened, and the above procedure was repeated. A ped shield-300-16 was selected instead. This time, the previous issue did not recur; the stent was delivered smoothly and deployed successfully, and the procedure was completed without incident. Accordingly, the reported ped shield-300-20 and the phenom 27 were submitted for complaint handling. The pipeline was not used for an indication that was not approved (off-label). The catheter was flushed with heparinized saline and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a neuron max 6f 90cm sheath, sychro 0.014 guidewire, phenom27

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.